Event description:
The health care provider (hcp) reported through a manufacturing representative that a patient death appeared to due to a pocket fill. The patient had a refill (the first since his new pump was implanted) done by a home health agency nurse in the late afternoon on (B)(6) 1998. This refill was the first thing that had been done with the pump since the time it was implanted. The next day ((B)(6) 1998) approximately 14 hours later, the patient was found disoriented, showing signs of drug overdose, and in respiratory distress. The patient had "changed in 24 hours." He was initially treated with narcan at the nursing home. He was also taken to the local hospital for an xray to verify that the catheter was placed in the correct spot. The xray confirmed that the catheter was properly placed. The patient was taken back to the nursing home. The patient was monitored continuously when he returned to the nursing home and was given narcan as needed for respirations less than 8/min or for signs of unarousability. The patient received a total of 6 doses of narcan (0.1 mg) between the onset of symptoms on (B)(6) 1998 and the early morning of (B)(6) 1998. The patient seemed to respond well to the narcan. The nurse who was caring for the patient through the night of (B)(6) 1998 and checked on the patient at approximately 04:30 on the morning of (B)(6) 1998, at which time his respirations were 9/min (later reported as 8/min). The patient seemed to be doing fine. The nurse checked on another patient and then returned to the patient's room to find that he had expired at 05:10. The nurse who performed the refill reported not being able to aspirate any drug when she accessed the pump (upon accessing the pump and before filling it), which indicated that she may have missed the reservoir, causing a pocket fill to occur. She proceeded to refill the pump. The nurse who performed the refill of the pump reported that nothing unusual occurred during the refill (other than the inability to aspirate any drug from the reservoir when she accessed the pump). The refill otherwise went well and felt like a normal refill. The nurse said there was no drug in the reservoir when it was refilled. The nurse reported that she checked the pump pressure with the refill kit pressure monitor after filling the pump, and the pressure appeared to be fine. The nurse made no changes in the programmed rate or infusion mode; the only thing she changed was to increase the alarm volume from 2cc to 3cc. The volume of drug infused was 18 ml of a 25 mg/cc solution of morphine which was programmed to infuse at a rate of 0.309 mg/hr (7.428 mg/day.) The refilling nurse noted that approximately 3 cc of a reddish fluid (old blood) leaked out of the injection site after the refill needle was removed. The hcp (form the home health agency) stopped the patient's pump on (B)(6) 1998 at 11:55 am. Telemetry was performed on the pump, which showed a reservoir volume of 17.8 ml. The low battery alarm was enabled, and the programmed rate and concentration were as they should be. The hcp (from the home health agency) stated that the patient's hematoma (which developed following the pump implant) was still rather large. It was noted the hematoma drained out of the suture site. The patient was treated with ke flex postoperatively and during the time of the draining of the hematoma. The pocket incision looked clean and dry. The nursing home staff had removed half of the staples from the incision. The hcp indicated that she and the home care agency staff were very concerned about this incident and preventing other such incidents. A separate hcp (not from the home health agency) was concerned there may be a problem with the pump's functioning and the home health agency was concerned about protecting the interests of the nurse who performed the patient's last refill. A manufacturing representative reported the patient was receiving pharmacy-mixed drugs, that he recently had his pump replaced, and that he was diabetic. No autopsy was performed. A copy of certificate of death from kansas department of heath and environment stated - "cause of death 1. Unwitnessed cardiac arrest; 2. Stress associated with morphine overdose from subcutaneous pump." If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92104208, product type: catheter. (B)(4). The pump was received into the neuro rpa lab on (B)(6) 2000 and was placed on legal hold. On august 1, 2015, the pump was released from legal hold. Rpa was unable to interrogate the pump because the battery is depleted. No further analysis can be performed on this pump.

Event description:
The health care provider (hcp) reported through a manufacturing representative that a patient death appeared to due to a pocket fill. The patient had a refill (the first since his new pump was implanted) done by a home health agency nurse in the late afternoon on (B)(6) 1998. This refill was the first thing that had been done with the pump since the time it was implanted. The next day ((B)(6) 1998) approximately 14 hours later, the patient was found disoriented, showing signs of drug overdose, and in respiratory distress. The patient had "changed in 24 hours." He was initially treated with narcan at the nursing home. He was also taken to the local hospital for an xray to verify that the catheter was placed in the correct spot. The xray confirmed that the catheter was properly placed. The patient was taken back to the nursing home. The patient was monitored continuously when he returned to the nursing home and was given narcan as needed for respirations less than 8/min or for signs of unarousability. The patient received a total of 6 doses of narcan (0.1 mg) between the onset of symptoms on (B)(6) 1998 and the early morning of (B)(6) 1998. The patient seemed to respond well to the narcan. The nurse who was caring for the patient through the night of (B)(6) 1998 and checked on the patient at approximately 04:30 on the morning of (B)(6) 1998, at which time his respirations were 9/min (later reported as 8/min). The patient seemed to be doing fine. The nurse checked on another patient and then returned to the patient's room to find that he had expired at 05:10. The nurse who performed the refill reported not being able to aspirate any drug when she accessed the pump (upon accessing the pump and before filling it), which indicated that she may have missed the reservoir, causing a pocket fill to occur. She proceeded to refill the pump. The nurse who performed the refill of the pump reported that nothing unusual occurred during the refill (other than the inability to aspirate any drug from the reservoir when she accessed the pump). The refill otherwise went well and felt lik e a normal refill. The nurse said there was no drug in the reservoir when it was refilled. The nurse reported that she checked the pump pressure with the refill kit pressure monitor after filling the pump, and the pressure appeared to be fine. The nurse made no changes in the programmed rate or infusion mode; the only thing she changed was to increase the alarm volume from 2cc to 3cc. The volume of drug infused was 18 ml of a 25 mg/cc solution of morphine which was programmed to infuse at a rate of 0.309 mg/hr (7.428 mg/day.) The refilling nurse noted that approximately 3 cc of a reddish fluid (old blood) leaked out of the injection site after the refill needle was removed. The hcp (form the home health agency) stopped the patient's pump on (B)(6) 2015 at 11:55 am. Telemetry was performed on the pump, which showed a reservoir volume of 17.8 ml. The low battery alarm was enabled, and the programmed rate and concentration were as they should be. The hcp (from the home health agency) stated that the patient's hematoma (which developed following the pump implant) was still rather large. It was noted the hematoma drained out of the suture site. The patient was treated with ke flex postoperatively and during the time of the draining of the hematoma. The pocket incision looked clean and dry. The nursing home staff had removed half of the staples from the incision. The hcp indicated that she and the home care agency staff were very concerned about this incident and preventing other such incidents. A separate hcp (not from the home health agency) was concerned there may be a problem with the pump's functioning and the home health agency was concerned about protecting the interests of the nurse who performed the patient's last refill. A manufacturing representative reported the patient was receiving pharmacy-mixed drugs, that he recently had his pump replaced, and that he was diabetic. No autopsy was performed. A copy of certificate of death from kansas department of heath and environment stated - "cause of death 1. Unwitnessed cardiac arrest; 2. Stress associated with morphine overdose from subcutaneous pump." If additional information becomes available, the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event.

Manufacturer narrative:
Refer to previously submitted reports under manufacturer report #6000030199800083 regarding this event. Corrected the previously submitted date (B)(6) 2014 to (B)(6) 2015.